Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on may 25, 2021 that a wallflex biliary fully covered rmv stent was implanted to treat a malignant distal stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2019. On (B)(6) 2021, post stent placement, the patient presented with fever and chills. An esophagogastroduodenoscopy (egd) procedure was performed and it was noted that the stent was occluded and had migrated into the small bowel. The stent was attempted to be removed using a pedi-colonoscope but was unsuccessful. Reportedly, the stent remains implanted and a different stent was placed to treat the stricture. Note: boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.